Manufacturer narrative:
The patient went with the walker, and felt that it was suddenly difficult to walk with the walker and then the wheel bearing fell off the and the wheel after that. The patient was able to keep the balance and did not fall . The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
The patient went with the walker, and felt that it was suddenly difficult to walk with the walker and then the wheel bearing fell off the and the wheel after that. The patient was able to keep the balance and did not fall . The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6). .